Event description:
According to the rptr, during a tfn the coupling screw broke, while the surgeon was malleting, the round screw broke off, all pieces were retrieved and the procedure was completed w/o pt harm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. The mfg visual eval noted the knob broken off the helical blade coupling screw. The break on the shaft resulted in material bent towards the inner diameter. There are axial scratches throughout the shaft indicative of use. The break is not near the welded area. The knob had deep dents on the top and sides and the hex feature is damaged. All dimensions measured are within print specification.